Event description:
Related manufacturer reference number: 2017865-2022-09521, related manufacturer reference number: 2017865-2022-09628, related manufacturer reference number: 2017865-2022-09629. It was reported that three right atrial (ra) leads exhibited low pacing impedance, and a fourth ra lead was dislodged. The four ra leads were explanted and replaced by one ra lead. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-09521. Related manufacturer reference number: 2017865-2022-09628. Related manufacturer reference number: 2017865-2022-09629. It was reported that, upon x-ray and fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. Upon attempted revision of the ra lead, three new ra leads were attempted to be implanted in succession, but all three exhibited insulation damage and a failure to sense. It was also observed that two of the three new ra leads exhibited a failure to extend their helix. All three new ra leads were not used. A fourth and final ra lead was implanted successfully. The patient was stable.

Manufacturer narrative:
Correction: b1-"adverse event" should not be selected, b2-"required intervention to prevent permanent impairment/damage (devices)" should not be selected, b5 updated, d6a should have been blank, d6b should have been blank, h1 should have been "malfunction", h6 updated.

Manufacturer narrative:
The reported events of helix mechanism issue, low pacing impedance, failure to sense, and insulation damage were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. The helix was able to extend and retract by applying torque directly to the connector pin. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.